Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 4 months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was disconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (the break meant that the intravenous luer adapter was detached), the catheter clamp was in a closed state, and the broken venous end of the catheter was clamped again with a hemostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device and it was the cleaning agent typically utilized to clean the adapters. The clamp was moved periodically. Tego was not utilized. The catheter was not repaired previously. Flushing was done prior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from "prolonged patient treatment", there were no other patient injury due to the event. The event did lead to or extend patient hospitalization on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was disconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (the break meant that the intravenous luer adapter was detached), the catheter clamp was in a closed state, and the broken venous end of the catheter was clamped again with a hemostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device and it was the cleaning agent typically utilized to clean the adapters. The clamp was moved periodically. Tego was not utilized. The catheter was not repaired previously. Flushing was done prior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from "prolonged patient treatment", there were no other patient injury due to the event. The event did lead to or extend patient hospitalization on (B)(6) 2024. The last date of hospitalization was (B)(6) 2024.

Event description:
According to the reporter, four months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was disconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (the break meant that the intravenous luer adapter was detached), the catheter clamp was in a closed state, and the broken venous end of the catheter was clamped again with a hemostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device and it was the cleaning agent typically utilized to clean the adapters. The clamp was moved periodically. Tego was not utilized. The catheter was not repaired previously. Flushing was done prior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from prolonged patient treatment, there were no other patient injury due to the event. The event did lead to or extend patient hospitalization on (B)(6) 2024. The last date of hospitalization was (B)(6) 2024. The patient was doing well and vital signs were stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was disconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (detached), the catheter clamp was in a closed state, and the broken venous end of the catheter was clamped again with a hem ostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. The clamp was moved periodically. Tego was not utilized. Flushing was done prior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from "prolonged patient treatment", there were no other patient injury due to the event. The event did lead to or extended patient hospitalization on (B)(6), 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was di sconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (the break meant that the intravenous luer adapter was detached), the catheter clamp was in a closed state, and the broken v enous end of the catheter was clamped again with a hemostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. The clamp was moved periodically. Tego was not utilized. The catheter was not repaired previously. Flushing was doneprior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from "prolonged patient treatment", there were no other patient injury due to the event. The event did lead to or extend patient hospitalization on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the venous luer adapter of the palindrome catheter broke in half. It was reported that the luer adapter detached from the extension tube and the catheter was deformed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four months after insertion, the patient started hemodialysis treatment at 13:12. When the patient was disconnected from the hemodialysis catheter because hemodialysis was completed, and disconnected the connection and the extracorporeal circulation tube at 17:12, the nipple which meant the venous end luer adapter of the hemodialysis catheter was broken which meant fracture (the break meant that the intravenous luer adapter was detached), the catheter clamp was in a closed state, and the broken venous end of the catheter was clamped again with a hemostatic forceps. Hemodialysis catheter was brittle which meant that when disconnected the connection, rotate with normal force and the luer adapter at the venous end fracture and had poor toughness. Luer adapter at the arterial and venous ends, connected to the extracorporeal circulation blood circuit of the blood purification pipeline as other product being utilized with the device. Nothing unusual observed on the device prior to use. Iodophor was the cleaning agent used on the device. The clamp was moved periodically. Tego was not utilized. Flushing was done prior to use and was unobstructed. The vein end was closed, and the auxiliary hemostatic forceps was used to close the vein end as remedial action performed to address the issue. The product was not replaced. They immediately reported to the doctor on duty that there was no bleeding and no air in the broken catheter. The patient was wrapped in sterile gauze, the position of the catheter was fixed, the patient was comforted, the patient was informed to reduce walking, and the patient's family was contacted for hospitalization. At 17:52, the patient was sent to the nephrology department for further treatment which was extubation treatment, handed over to the ward medical staff, and reported to the department director and head nurse. There was prolonged patient treatment which meant maintenance hemodialysis patient. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There were risk of infection and risk of air embolism. Aside from "prolonged patient treatment", there were no other patient injury due to the event. The event did lead to or extend patient hospitalization on (B)(6), 2024.